Event description:
It was reported that out of range high hv lead impedance alert was received via a merlin.net transmission. The patient received a patient notifier. X-ray revealed that the set screw does not appear to be fully engaged. The patient was scheduled for further follow up. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.